Event description:
It was reported that the customer received a button error alarm on the insulin pump, after customer gave herself a bolus. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump has cracked display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.